Event description:
The customer reported the system shut down and had to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and feseated circuit boards. System operates as intended. (B) (4)